Event description:
The customer reported the system was not fluoroing. The fse noted, the system is not booting up correctly and will reboot itself. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was adjusted during the svc call. The system was tested and found to be working as intended and put back into svc.